Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection and dimensional analysis identified that there is a step near the main handle, and a flash on both sides, causing it to be oversized. This resulted in the sleeve not able to move down, which was in spec. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that, during surgery the juggerknot's mini plastic sheath tip was unable to retract fully. Therefore, the anchor didn't deploy at the desired depth. No adverse events have been reported as a result of the malfunction.